Event description:
A clinic reported that they were unable to view remote data uploaded from a patient's insulin pump on the glooko application. The clinic reported that the patient involved was new to their insulin pump and had previously experienced low blood glucose levels. No adverse event was reported. Glooko engineering investigated the issue and was able to reproduced it in-house. A software update was implemented to address the issue and the investigation was closed.